Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. There was a crack on the right side of the screen as well as on the bottom of the device. The customer also received a failed battery test. The customer also reported that they had been having unexplainable high blood glucose. The customer's current blood glucose level was 314 mg/dl. The customer had also experienced a high blood glucose level of about 400 mg/dl. The customer did an insulin injection during the call to treat the high blood glucose. Troubleshooting was performed on the insulin pump and insulin exited without incident. The failed battery test did not recur. The insulin pump passed the no delivery test. However, it was noted that the bolus history did not display all entries based on the customer's recollection. The device was returned for analysis.

Manufacturer narrative:
The pump was monitored for several days. The pump was received with all operating currents within specification and passed the functional testing, including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected failed battery alarm anomalies were noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked lcd window, a cracked belt clip slot and a cracked reservoir tube lip.